Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified left posterior tibial artery with no significant bend. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another balloon at the same size. No patient complications nor injuries were reported. It was further reported that percentage of stenosis was a 99% and not 90% as previously reported. There were no significant bends noted in the lesion.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 15mm from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified left posterior tibial artery with no significant bend. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another balloon at the same size. No patient complications nor injuries were reported.

Manufacturer narrative:
B3. Date of event: corrected from (B)(6) 2021 to (B)(6) 2021. B5. Describe event or problem: corrected and updated.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified left posterior tibial artery with no significant bend. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another balloon at the same size. No patient complications nor injuries were reported. It was further reported that percentage of stenosis was a 99% and not 90% as previously reported. There were no significant bends noted in the lesion.